Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's power supply and power board.

Event description:
Customer reported the panorama central station's display shuts down intermittently, which may have resulted in loss of telemetry monitoring. No pt injury was reported.